Event description:
Patient had ez io in right lower leg. Upon removal, the needle split in half. Catheter intact. Tibfib xray was negative for foreign body. No signs of infection. FDA safety report ID# (B)(4).